Event description:
Related manufacture reference number: 2017865-2023-36252. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that positioning the leadless pacemaker to the right ventricle was difficult. As the leadless pacemaker was advancing, it prematurely separated from the delivery catheter. The leadless pacemaker was retrieved and procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. After retrieval, it was noted that the tethers on the delivery catheter were misaligned and delivery catheter could not be activated. There were no patient consequences.